Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: b.5, b.6, d.9, h.3, h.6.

Event description:
Healthcare professional additionally reported via CT scan report "a small left hepatic cyst and suspicious of left adrenal hyperplasia¿; these events are not device related.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side, "rupture". Device has been explanted.